Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable. It was determined that the device in this complaint does not involve a baxter device or baxter similar device that is manufactured or distributed in the united states.

Event description:
The customer reported to baxter (B)(4) a huber needle extension set with interlink y-site that was involved in a no flow. According to the report, the nurse was attempting to prime the set and found the tubing was occluded. The condition occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.